Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock and came to the emergency department. A remote monitoring transmission showed that the detected rhythm was ventricular fibrillation; however, the rhythm was suspected to be svt. The device remains in use. No further patient complications have been reported as a result of this event.